Event description:
Malfunction: card failure. An ophthalmic technician reported a laser system experienced intermittent card reader errors after refractive surgery. She stated, the error occurred three times but the surgeon was able to continue with surgery. She reported that all outcomes were good and the surgeon did not have any concerns of harm or injury. A log file review showed that the each instance of the card reader error was cleared and did not interrupt laser ablation.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) tested the system and found no problems, he was unable to duplicate the reported issue. However, the tm reviewed the log file for this patient's surgery and confirmed the card reader errors. The log file also showed each card reading error was cleared without interruption of the laser ablation. To address the issue, the tm verified the cable continuity from the card reader to the wrp board and replaced the card reader. The card reader was returned and tested and found to be unreadable. The tm completed a successful system verification to specification. A review of the complaint database for 3 months prior to this event, revealed no other complaints of this nature reported for this laser system. Conclusion: based on the results of the investigation, the root cause was determined to be a faulty wave card. (B) (4). (B) (4). (B) (4)